Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional regarding a patient who is participating in a clinical study. The patient's pump was used to deliver gablofen (mallinckrodt branded) with an unknown lot number, hydromorphone, and bupivacaine. The indication for use was malignant pain. The clinical diagnosis was intrathecal medication side effects. The consumer reported the patient was excessively drowsy and a hospital noted indicated the patient had been feeling overmedicated on (B)(6) 2015. It was noted that a new drug had been added. It was reported that reprogramming occurred and the event resolved without sequelae on (B)(6) 2015.